Event description:
It was reported that bd¿ allergy syringe had discolored needles. No serious injury reported. The following information was provided by the initial reporter: the other thing I noticed about the needles is that some of them have a matte appearance vs the usual silver appearance that our needles usually have.

Manufacturer narrative:
Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ allergy syringe had discolored needles. No serious injury reported. The following information was provided by the initial reporter: the other thing I noticed about the needles is that some of them have a matte appearance vs the usual silver appearance that our needles usually have.

Manufacturer narrative:
H.6. Investigation summary: photos and (1195) 1ml, 10mm, 27g bd allergy syringes (1125 in sealed trays, 70 in open trays) were received along with the reported complaints of needle discoloration/variation in color/cloudy. The investigating team has used the photos and samples of item #305541 and lot #2011725 for investigating the reported defects. The photos and thirty out of 1195 returned syringes were examined and no discoloration were observed. A review of the device history record was completed for batch #2011725. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issues are unconfirmed.